Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the suboptimal screw placements were detected using 3d fluoroscopic images during the surgery but the surgeon decided to not reposition the screws, and the surgery was completed. The outcome of the surgery was considered not successful, since the screw placements were not as intended; however, the screws were not repositioned before completing the surgery. There was no harm or negative effect to the patient due to the screw placements, and there was also no direct or increased risk of harm due to the screw placements. There was no prolongation of anesthesia; hospitalization was not prolonged either. A control CT scan is scheduled for the patient 4 weeks after surgery; no further medical/surgical remedial actions are necessary, planned, or done for the patient. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviations of the bilateral l2-l3 screws cranially (5-8mm at entry) placed with the aid of navigation is a relative movement in between the position of the navigation reference and the vertebrae being operated on due to an insufficiently rigid fixation of the navigation reference which was attached to soft tissue in between l3-l4 vertebra rather than attached to the bone (e.g. Spinous process), as required, and structural instability at l2-l3 from poor bone quality (osteoporosis) in conjunction with partially fused joint at l4-l5, making the patient anatomy more susceptible to movement in the surgical area as surgical forces are applied. The array movement warning also appeared in the software during the navigation procedure, further indicating an occurrence of reference movement, but the user did not perform a reverification in the software when the warning occurred, as is recommended by brainlab. Movement of the patient's spine relative to the position of the reference array, or vice versa, cannot be recognized by the navigation system and can result in an inaccurate display of tracked instruments on the registered patient image compared to its actual position on the patient anatomy. Other potential contributing factors include: the reuse of reflective marker spheres on the non-brainlab c-arm that was used to perform the patient registration at this procedure. Reflective marker spheres are single use only; any damage to the reflective marker spheres can potentially affect proper visibility and recognition of the marker spheres by the navigation camera and contribute to potential navigation inaccuracies. The reflective markers spheres used in this surgery have not been officially tested or validated by brainlab and therefore brainlab is not in a position to determine their compatibility or accuracy in its use with brainlab navigation and brainlab instruments. A decalibrated non-brainlab c-arm that was used to acquire the patient image that was automatically registered to navigation and accepted by the user for this procedure. Specifically, as the test scan performed by brainlab after the procedure revealed inaccuracies, it is reasonable to conclude that the scanner became decalibrated before the surgery occurred. A decalibrated c-arm (due to e.g. Improper handling or damage) will result in an inaccurate navigation registration result. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after the registration scan was performed, throughout the procedure, and while planning and using the navigated drill guide to prepare paths in the pedicles for the screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for fusion at vertebrae l2-l3 for instability for a patient with a medical history of osteoporosis, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on what was believed to be the spinous process of l4 (but was actually on the soft tissue in between l3 and l4). Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation. Calibrated the brainlab drill guide to the navigation and verified and accepted the accuracy of the calibration to proceed used the navigated drill guide to align a non-brainlab drill to the pedicle of left l2, and drilled a path into the pedicle. Placed a non-brainlab k-wire down the prepared path (unknown if the k-wire was navigated), and used a non-navigated non-brainlab tap and screwdriver over the k-wire to tap the screw path and place the screw, respectively. Repeated this workflow to place screws in the pedicles at left l3, right l2, and right l3. Acquired a confirmation fluoroscopy scan using an intra-operative c-arm and determined the 4 screws were not placed as intended: the screws deviated in the cranial direction by 5-8mm at the entry point. Decided not to replace/re-position the deviating screws during the surgery. Completed the surgery. According to the surgeon: the suboptimal screw placements were detected using 3d fluoroscopic images during the surgery but the surgeon decided to not reposition the screws, and the surgery was completed. The outcome of the surgery was considered not successful, since the screw placements were not as intended; however, the screws were not repositioned before completing the surgery. There was no harm or negative effect to the patient due to the screw placements, and there was also no direct or increased risk of harm due to the screw placements. There was no prolongation of anesthesia; hospitalization was not prolonged either. A control CT scan is scheduled for the patient 4 weeks after surgery; no further medical/surgical remedial actions are necessary, planned, or done for the patient.